Manufacturer narrative:
Device evaluation follow-up #2 submitted 08/5/2016: the device was returned to animas and evaluated by product analysis on 07/8/2016 with the following results. No defect was found returned transmitter was paired with test pump correctly. Bg value was set to 120 mg/dl twice within 2hr. Both bg calibration requests entered successfully.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging transmitter-out-of-range alerts (cs 206) appeared in place of continuous glucose monitor (cgm) readings occurred for more than three hours while the cgm was in range. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and fail to react to any potential bg excursions.